Event description:
It was reported that during the insertion of the anchor, the anchor broke. No broken piece were remained in the patient. Procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
Device is not being returned for evaluation. As reported the patient had hard bone and the surgeon utilized a 3.8mm tapered awl to prepare the insertion site. The proper instrumentation for site preparation for this anchor with hard bone would be a spade tip drill and threaded dilator.